Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced blank display, failed battery test, battery out limit and weak battery alarm. The customer's blood glucose value was 180 mg/dl. The customer stated that she gave herself shots and felt as if the pump was not giving her insulin. The customer stated that she kept receiving weak battery, bad battery and battery out limit alarm. The customer did not have extra batteries with her to troubleshoot. The product was returned for analysis.